Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. A 38 x 2.75 promus premier¿ drug-eluting stent was deployed for treatment. However, it was noted that the stent shrank when it was released. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the crimped stent found stent damage. The central and distal struts were stretched distally with some struts pulled over the distal tip of the device. The manufacturing crimp data for this device was reviewed. The max stent profile was within max crimped stent profile measurement. The length of the stent was within specification. The crimp force and crimp temperature were also reviewed and no issues highlighted. Based on this information the crimped stent was within specification at the time of manufacture. The proximal balloon wings appeared to be subjected to positive pressure as the wings were not tightly folded. A visual and tactile examination of the device found that hypo tube was broken 178mm distal to the strain relief with multiple kinks along the full catheter length. An examination of the inner and outer shaft polymer extrusion found inner extrusion damage approximately 3mm distal of the bi-component bond. There was damage to the outer extrusion approximately 11mm proximal of the bi-component bond. The inner and outer extrusion was damaged on the proximal side of the proximal markerband for a length of 1.3cm. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent foreshortening occurred. A 38 x 2.75 promus premier¿ drug-eluting stent was deployed for treatment. However, it was noted that the stent shrank when it was released. No patient complications were reported.